Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thus. No unexpected battery failed alarms (rejecting new batteries) noted during testing and there were not any battery failed alarms found in the pump history and diagnostic trace files. Additionally, there was no noticiable slower motor operation during rewind and normal pump operation. The earliest power data available per the power management tool/detail trace file is on 10/25/2025 at 5:11:58 pm. There was no power data available for the event date of 7/23/2025 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. The pump rejecting new batteries (battery failed alarms) and slower motor operation are both not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump, including rejecting batteries, operating slower than usual, and a crack on the side of the insulin pump. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.